Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 400 mg/dl at the time of the call. The customer was high due to being off the pump. The customer experienced high symptoms such as not feeling well. The customer was not wearing the insulin pump during the incident, within 48 hours. Troubleshooting was not completed as the customer declined. The customer also had a low that required emergency medical assistance. The insulin pump will not be returned for analysis.